Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced intermittent audio output from the receiver and an adverse event on (B)(6) 2016. The patient stated that the continuous glucose monitor (cgm) read 48mg/dl but never alerted and she was only notified once her husband who was using the follower application called to wake her up. Patient ate fruit and drank juice. Patient did not test her blood glucose using a fingerstick. Additionally, patient tested the receiver's audio alerts and they worked. No further patient information was provided. No product was returned for investigation but data was provided. However, an evaluation cannot be performed to confirm the reported problem. A root cause could not be determined. The cgm was used as a basis for treatment decisions. Labeling indicates: do not use the dexcom g4 platinum system for treatment decisions, such as how much insulin you should take. The dexcom g4 platinum system does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. Blood glucose values may differ from sensor glucose readings. Using the sensor glucose readings for treatment decisions could lead to low or high blood glucose value.